Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button on the keypad was under responsive to user presses and there was moisture in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: during investigation, the pump powered on with the returned battery cap. Evidence of moisture contamination was found inside the battery compartment. The keypad was intact. All keypad buttons were responsive to user input. The keypad was removed to find no contamination under the button contacts. A leak test was performed and failed due to a battery compartment crack and display lens. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector, and the connector was latched. No evidence of additional moisture was found internally. The complaint of an under responsive ok keypad button was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked.